Event description:
Study patient had wound leakage with suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). Reported infection was confirmed by the hospital, however we have not received patient notes from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product - muller cup 28 x 48mm, item 130918, lot 3838868. Therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01218.

Event description:
Study patient had wound leakage with suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient had wound leakage with suspicion for infection. An arthrotomy of the hip was performed.